Event description:
It was reported that during a laparoscopic-assisted procedure, the hand switch was non-functional in two devices. The blade was replaced and the operation was finished without any problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.